Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 2.6. Date: unk, lab: 6.8. Results done with a couple of days between each other. Results done around (B)(6) 2011. Pt had blood in the urine and went to the lab for confirmation of inr result.